Manufacturer narrative:
Other, other text: the complaint sample was returned for evaluation. Visual observations of the device included: a cracked enclosure and tank cover, a worn line cord and front cover, and an outdated printed circuit board and power switch. Functional testing was performed. The pump did not run; the complaint was confirmed. Due to the age and condition of the device, it was deemed beyond economical repair and will be scrapped. The failure resulted from an inoperative water pump due to wear of age. A manufacturing device history record review was not performed because the device was beyond a year from its manufacture date of 2006, and there was no indication of a manufacturing defect during the investigation. A service history review identified the device had not been in for service previously.

Manufacturer narrative:
Other text: additional event information received indicating no patient involvement and date of event was received. (Updated a1, b5). H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: b3: correction: event date: 05-aug-2022.

Event description:
Additional info received via email 03-oct-2022: event date updated: 05-aug-2022. Event occurred during preventive maintenance. No patient involvement.

Manufacturer narrative:
No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump is not circulating. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.